Event description:
It was reported that the pump screen is dim, and the colors are faded making it difficult to read. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.